Event description:
A (B)(6) pt with stage IV larynx cancer in for multiple radiation treatments in 2008. Pt received a total of 33 treatments. Several months later, pt began having numbness in his feet which progressed gradually over time and included tingling. It was believed to be normal side effects of chemotherapy. Scans to the treated area demonstrated no further cancer lesions. By (B)(6) 2010, pt was experiencing worsening neuropathy in both legs and left hand. By (B)(6) 2011, pt's left leg had increased numbness causing tripping over his right leg. His left hand also had increased numbness. In addition, he began experiencing incontinence of urine. Repeat MRI and pet scan demonstrated lesions to the cervical area but no additional metastasis from larynx cancer. The medical physicist reviewed history of radiation treatments and noted a probable error in the delivery of the 2008 treatments. The setup position (isocenter) on an approved treatment plan done on the system a brainlab treatment planning system was exported to system b varian eclipse aria for treatment delivery. The isocenter planned in system a was not correctly captured in system b which required human intervention to correct. The planned setup position was not the one used for treatment. As a result, the pt received doses directly to the spinal cord that exceeded the normal tolerance for that organ. (B)(6) 2008. Radiation treatment occurred at various appointment times during this time frame.